Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patellar was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision due to pain, and loosening of the tibial tray, femoral component, and patellar component at unknown interfaces. The surgeon noted scar excision. All products were revised. The patient was revised with competitor products and depuy cement x 5. There were no indicated intra-operative complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.